Event description:
Cover blew off can of biohazard waste when being removed from autoclave at the completion of cycle. Waste was non-infectious. Employee sustained burns to face and neck. Required and received medical attention.